Manufacturer narrative:
Additional information was provided in a.2., a.3.a., b.3., b.5., b.6., b.7., d.6.a, e.1., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, since the patient was allergic to eye drops, the patient was reoperated on using a different micro stent.

Event description:
The physician reported that after trabecular stent implantation procedure in right eye, the patient¿s intraocular pressure had increased. The patient had been treated with a carbonic anhydrase inhibitor and was subsequently reoperated on with a different micro shunt, after which the intraocular pressure returned to normal. Additional information was requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).